Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon was experiencing tearing of the floating seal while inserting the laparoscopic instruments into the trocar. To correct the condition, used a new trocar. There was no patient harm. The patient is fine.